Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of reav1130 showed no other similar product complaint(s) from this lot number.

Event description:
The facility reported to the sales rep that the tray was opened in the o.r., as the products were being removed from the tray it was visualized that a hair was packaged between the blue wrap and the tray. The kit was discarded and a new kit was used to complete the procedure.